Event description:
A malfunction was reported on a customer's pump, but there were no notable events leading up to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arise again.